Event description:
It was reported that the pt felt the implantable neurostimulator (ins) twist and move while she was drying herself off with a towel. This caused the pt pain at the implant site. The pt could not recharge and last felt stimulation (B)(6) 2011. The ins may have flipped and the pt was able to get 2 coupling bars when trying to recharge. Flip was not confirmed. The pt met with her healthcare provider (hcp) and was referred to another hcp for a revision. The pt was scheduled for a revision in the middle of october 2011. Add'l info has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was doing okay. The patient still felt the lead "pop" when she turned her head. The patient was getting good stimulation but it could be better.

Manufacturer narrative:
(B)(4).